Event description:
Related manufacturer reference number: 2017865-2023-17071 it was reported that the patient presented via remote transmission. Upon review, both right ventricle lead and atrial lead exhibited unspecified oversensing. Programming changes were made. The patient was stable and would continue to be monitored.